Manufacturer narrative:
This lead was explanted on (B)(6) 2021 due to dislodgement. The lead was coiled up in the pocket. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported ra lead failure and impedance below limit. Trend data shows sudden drop in impedance and sensing, and unsuccessful threshold measurements. Noise evident on recordings in device. Advised full lead evaluation. Lead currently remains implanted.